Event description:
Per the clinic, the patient experienced a middle ear infection and developed a perforation of the tympanic membrane. The surgeon removed the electrode inadvertently during a medical examination and the device was subsequently explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 6, 2013.